Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high capture thresholds on the right ventricular (rv) channel. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was capped and replaced due to high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.